Event description:
Heparin 10u/ml 1 ml and heparin 100u/ml 1 ml flushes made by abbott look identical same color caps-blue. Rptr stocks them both in pyxis and they could easiliy cause med errors in refilling, verifying and administration. Possible solution: change color caps to distinguish between 10x fold concentration difference.